Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the bard/davol device is unclear. A lot number has not been provided; therefore, we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralex (device 2). An additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
Per legal complaint: (B)(6) 2011 and (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix e/x (device 1) or ventralex (device 2). The patient is making a claim for an adverse patient outcome against the composix e/x (device 1) and ventralex (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."